Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review cannot be performed because the lot number was not provided.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the harvester noticed the hemopro was difficult to push back and forth and sticks "stiction". It almost feels like the tissue welder is stuck on something then if the harvester pushes hard, it releases fast/quickly. The harvester chose to use the same device to complete the procedure. The hospital did not report any patient complications.